Event description:
It was reported that the programmer touchscreen was freezing during post implant testing. Multiple attempts were made, however the programmer touchscreen continued to freeze. A new programmer was used to complete the procedure. No adverse patient effects were reported.